Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: date was unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they used an angio-seal device during a standard non-complex percutaneous coronary intervention (pci). Surgery was needed to obtain hemostasis; the patient was bleeding after the procedure and for closure the angio-seal device was used. No manual compression at closure, angio-seal seemed to work. The bleeding came soon after the patient was transferred to the ward. The patient was stable and discharged but had to undergo surgery because of retroperitoneal bleeding required surgery and a blood transfusion. Ultrasound guided access was performed. The sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient had a healthy femoral vessel and easy access. A pre deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. There were no other devices or equipment used with the reported product. No thrombotic problem was mentioned, only bleeding complication. Angio-seal was not closing tightly. No, the puncture site was not at or below the level of the common femoral artery bifurcation. There was no disease or dissection present in the access site artery. Additional information was received on 16march2020: surgical intervention for retroperitoneal bleeding was the vascular surgeon had to remove the leaking angio-seal device and close the arteriotomy. The patient did not have a history of a bleeding disorder.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.